Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported one introducer, bent. Please clarify, is the introducer that reportedly bent the white plastic sheath that covers the stainless steel helical passer? Unk, device will return for analysis. This will clarify some things.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2018, and the mesh was implanted. During the procedure, it was difficult to go through the foramen and go forward with one introducer. It bent. Another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/27/2018. Received for evaluation was one gynecare tvt abbrevo device from lot 3932317 (the lid of the blister containing the lot number, 2 guides, the mesh and the white needles). The device received was manipulated: the plastic needle are removed from the guide, the mesh is cut and organic substances are visible on the guides and needles. The defect seen during the product evaluation is aligned with the defect described. The defect identified is not linked to a manufacturing issue.